Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. The 2.50x12mm nc trek failed to cross due to anatomy and when removing, the technicians hand slipped off the indeflator, which caused the device to snap at the hub. All parts of the balloon were outside of the anatomy. Another balloon was used to successfully complete the procedure. There were no patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.